Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 405 mg/dl at the time of the incident. Customer experiencing dry mouth for high blood glucose. Customer was not using auto mode feature at the time of event. Customer reported that tape is not sticking on the skin and buttons were not responsive. Troubleshooting was declined. The device will not be returned for analysis.